Manufacturer narrative:
Block h6: device code: a050502 captures the reportable event of a misfired device.

Event description:
It was reported that a capio device was used during a sacrospinous fixation procedure. The carrier extended and the needle fired into cage, without the device being actuated. Another capio device was used to complete the procedure. No patient complications were reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number: 2124215-2025-04722 for the second capio slim device.

Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of a misfired device. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any anomalies. Upon functional inspection, the carrier was able to move in and out. After deploying the carrier, the cage was able to catch the suture. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, the reported event of "device misfire" was not confirmed. A conclusion code of no problem detected was assigned to this investigation. This conclusion was selected because it was reported that the device misfired, however, after visual and functional inspections in the complaint device it was not possible to identify any objective evidence of either the alleged issue or any defect on the device.

Event description:
It was reported that a capio device was used during a sacrospinous fixation procedure. The carrier extended and the needle fired into cage, without the device being actuated. Another capio device was used to complete the procedure. No patient complications were reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2025-04722 for the second capio slim device.